Event description:
The customer reported nerve damage while wearing the aligners, the customer was not able to provide the impacted tooth number. Medical intervention is required, and a root canal will be performed. Aligner treatment was not discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth. This adverse event is being reported after 30 calendar days. This event was original classified under a non-reportable category within the complaint handling system.